Event description:
The event was recorded based on an article published on 09/27/2011. Treatment of a giant ophthalmic aneurysm. It was reported that a single pipeline device was deployed successfully into the left internal carotid artery (ica) and a hyperform balloon was used to achieve full wall apposition (which is an option presented in the instructions for use). The patient was discharged home the following day neurologically intact and on dual anti-platelet therapy. It was reported that the patient was found unresponsive at home with right sided hemiparesis five days later.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).